Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately two months of being implanted, the implantable cardiac monitor (icm) fell out of the patients chest pocket. The icm was replaced. No patient complications have been reported as a result of this event.